Event description:
A user facility area technical operations manager (atom) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Additional information was requested however a response was not received. It was not reported that the patient experienced an adverse event, serious injury, or required medical intervention. The patient's estimated blood loss (ebl) was not provided. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one nonconformance (nc)reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility area technical operations manager (atom) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Additional information was requested however a response was not received. It was not reported that the patient experienced an adverse event, serious injury, or required medical intervention. The patient's estimated blood loss (ebl) was not provided. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.